Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump was malfunctioning and he had to be hospitalized. Caller stated that the customer's doctor has the insulin pump, and he will be downloading it to check what the problem was. Nothing further was reported.